Event description:
While priming, no insulin came through the infusion set tubing when pt removed the insulin cartridge and the adapter, from the device, pt discovered that the insulin cartridge had cracked, and that insulin had leaked inside of the device's cartridge compartment. Pt indicated that there was no apparent damage to the insulin cartridge, prior to inserting it into the device. No error messages were generated by the device. Pt reported that pt's blood glucose has been elevated for the past few days (400 mg/dl). Pt self-treated with insulin, via injection.